Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for surgery for a normal generator change. It was reported that the right ventricular lead dislodged the same day of the procedure. The device was reprogrammed. The right ventricular lead was capped on (B)(6) 2018 and replaced. The patient was stable throughout the procedure.